Event description:
It was reported that the pump exhibited a cassette not attached properly, reattach cassette alarm. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1: facility name (B)(6). H3: one device was returned for analysis. Visual inspection showed a lifted downstream occlusion (dso) seal. Review of the event history log (ehl) showed cassette not attached properly alarm. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor and seal were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.